Manufacturer narrative:
Correction h6 method code. The complaint could not be confirmed; indeed, the product was returned for evaluation, but it does not matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that the received instrument shows scratches, dents and deformation, from use. Furthermore, at the cylindric section a slight adhesive foreign substance is visible, this does not have any impact to the function of the instrument. Functional examination of the received product shows that the received instrument does function as intended, as it got tested with a left and right connector. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that the target device jammed and could not turn to nr 1, 2 or 3. The operation was delayed approximately 20 min. The surgeon used a hammer and other instruments to release the trigger.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the target device jammed and could not turn to nr 1, 2 or 3. The operation was delayed approximately 20 min. The surgeon used a hammer and other instruments to release the trigger.